Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient underwent a water vapor therapy procedure, steam was applied in two locations, on the left and right sides and one location at the 7 o'clock on the midline. Due to complications of polycythemia, steam therapy was performed while the patient was continuing a high-level of aspirin therapy. Then, a week after procedure, patient started to experience sever bleeding and required a blood transfusion due arterial bleeding. The bleeding occurred in a completely different area from the puncture site, on the bladder side of the middle lobe hypertrophy.

Event description:
It was reported that a patient underwent a water vapor therapy procedure, steam was applied in two locations, on the left and right sides and one location at the 7 o'clock on the midline. Due to complications of polycythemia, steam therapy was performed while the patient was continuing a high-level of aspirin therapy. Then, a week after procedure, patient started to experience sever bleeding and required a blood transfusion due arterial bleeding. The bleeding occurred in a completely different area from the puncture site, on the bladder side of the middle lobe hypertrophy. It is believed that during the process of tissue shrinkage caused by water vapor, the tissue surrounding the blood vessels (which would have supported them) may have failed, thereby indirectly affecting the arterial wall. The tissue surrounding the artery became necrotic and was absorbed, weakening the supporting tissue around the artery. This led to minor damage and failure of the arterial wall, forming a pseudoaneurysm (rupture).

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.